Event description:
Pt. Presented to aoc [ambulatory oncology center] for pump disconnect of 48-hour infusion of fluorouracil via dosifuser. The infusion was started on [redacted] at 1552 and this was [redacted]-2 days later at 1412. Dosi fuser membrane was not completely deflated and line was at 2.5. Pt. Was given 500ml of normal saline due to feeling fatigued which took about 30 mins. At completion of the normal saline, line on dosifuser was unchanged and membrane was still not deflated. Pt. Agreed to wait until 1530 to see if line moved/ membrane deflated. No change was noted at 1538. Pt. Made aware that the pump was started [redacted] at 1552 and it is only [redacted]-2 days later at 1538 and this is a 48-hour infusion. Pt. States the last time the drug infused early, and he did not wish to stay any longer. Dosi fuser was disconnected and port flushed and removed. Oncologist was sent a message making him aware.